Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer torqvue delivery system was chosen for a procedure. During the surgery, it was noted that the loader leaks liquid. A replacement device was used and completed the procedure. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was reported stable.